Event description:
It was reported that this patient contacted boston scientific latitude support because a red call doctor (rcd) icon was noted from their remote communicator. The patient was referred back to their clinic. Information has been requested regarding the specific cause of the rcd and event resolution, but a response has not yet been received. At this time, the device remains implanted and no adverse patient effects were reported.